Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row e on main was off the bus, along with all three pockets. A field service engineer checked the storage space configuration and found that row e was missing. The field service engineer launched the hardware testing application and confirmed that all rows were present in drawer. Then checked all row board connections, powered the station down, and removed the rear panel from the drawer. The row board cable was disconnected from the drawer controller board, the connection was cleaned, and the cable was reconnected. The rear panel was reattached to the drawer, the drawer was plugged back in, and the station was powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer row e pockets were not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.